Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with robotic assisted laparoscopic sacrocolpopexy, mesh sling and cystoscopy due to sui / pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent resection of foreign body, excision of eroded mesh and suture on (B)(6) 2011 due to a recurrent sui, granulation tissue with extruded suture material and exposed mesh. It was reported that on (B)(6) 2012 and (B)(6) 2013 an excision was performed for eroded mesh from the posterior vaginal wall due to vaginal mesh erosion.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a rectus fascia graft with rectus sling and posterior colporrhaphy with perineorrhaphy as well as closure of vagina over foreign body on (B)(6) 2011 due to sui, rectocele and vaginal bleeding. (B)(4).